Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose level of 26 mg/dl. Customer alleged that the ¿pump gave them all the insulin from the cartridge¿. Subsequently, the customer lost consciousness and fell and obtained a forehead, nose, and chin contusion that resulted in facial bleeding. Paramedics were called and administered intravenous sugar water and transported the customer to the emergency room (ER) where the customer received additional intravenous fluids of saline and dextrose sodium chloride. Customer was released from the ER less than 12 hour later with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and determined the customer had completed the load fill tubing sequence 10 times, and also determined that the pump functioned as intended. Ultimately the pump was replaced to maintain customer satisfaction and the customer reverted to manual injections for insulin therapy.